Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypoglycemia and keloid. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metal poisoning ("heavy metal toxicity"), fibromyalgia ("fibromyalgia"), menorrhagia ("heavy painful periods"), dysmenorrhoea ("painful periods"), dyspareunia ("pain during intercourse"), menstruation delayed ("missed period "), fatigue ("extreme fatigue"), ovarian cyst ("ovarian cyst"), depression ("depression"), libido decreased ("low sex drive"), abdominal distension ("excessive bloating"), pain in extremity ("foot pain"), arthralgia ("joint pain/ knee pain"), general physical health deterioration ("health has declined so bad"), dysgeusia ("metallic taste in mouth"), allergy to metals ("same gold earring I wore for 15 years now its hurts my earlobe"), nocturia ("constantly have to go pee at night"), neuropathy peripheral ("peripheral neuropathy"), migraine ("migraine"), hypoaesthesia ("numbness and pain on hand and feet"), muscle spasms ("muscle spasm"), sensory disturbance ("worms crawling in my body"), pain ("pain everywhere") and paraesthesia ("tingling hand and feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (device removal). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, metal poisoning, menorrhagia, dysmenorrhoea, dyspareunia, menstruation delayed, fatigue, ovarian cyst, depression, libido decreased, abdominal distension, arthralgia, general physical health deterioration, dysgeusia, allergy to metals, nocturia, neuropathy peripheral, migraine, hypoaesthesia, muscle spasms, sensory disturbance, pain and paraesthesia outcome was unknown and the fibromyalgia, weight increased and pain in extremity had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, general physical health deterioration, hypoaesthesia, libido decreased, menorrhagia, menstruation delayed, metal poisoning, migraine, muscle spasms, neuropathy peripheral, nocturia, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain, sensory disturbance and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media was received. Event added- missed period, extreme fatigue, ovarian cyst, weight gain, depression, low sex drive, bloating, foot pain, joint pain. Reporter was added. On 23-mar-2020: social media was received. Date of essure implantation added. Event added-general physical health deterioration, dysgeusia and allergy to metals. On 23-mar-2020: social media was received. . New reporter added. New events added: arthralgia, nocturia, neuropathy peripheral, migraine, hypoaesthesia, muscle spasms, sensory disturbance, pain and paraesthesia. Medical history keloids added. Fu 5, 6, 7 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypoglycemia and keloid. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metal poisoning ("heavy metal toxicity"), fibromyalgia ("fibromyalgia"), menorrhagia ("heavy painful periods"), dysmenorrhoea ("painful periods"), dyspareunia ("pain during intercourse"), menstruation delayed ("missed period "), fatigue ("extreme fatigue"), ovarian cyst ("ovarian cyst"), depression ("depression"), libido decreased ("low sex drive"), abdominal distension ("excessive bloating"), pain in extremity ("foot pain"), arthralgia ("joint pain/ knee pain"), general physical health deterioration ("health has declined so bad"), dysgeusia ("metallic taste in mouth"), allergy to metals ("same gold earring I wore for 15 years now its hurts my earlobe"), nocturia ("constantly have to go pee at night"), neuropathy peripheral ("peripheral neuropathy"), migraine ("migraine"), hypoaesthesia ("numbness and pain on hand and feet"), muscle spasms ("muscle spasm"), formication ("worms crawling in my body"), pain ("pain everywhere"), paraesthesia ("tingling hand and feet") and burning sensation ("burning sensation in feet") and was found to have weight increased ("weight gain"). The patient was treated with surgery (device removal). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, metal poisoning, menorrhagia, dysmenorrhoea, dyspareunia, menstruation delayed, fatigue, ovarian cyst, depression, libido decreased, abdominal distension, arthralgia, general physical health deterioration, dysgeusia, allergy to metals, nocturia, neuropathy peripheral, migraine, hypoaesthesia, muscle spasms, formication, pain, paraesthesia and burning sensation outcome was unknown and the fibromyalgia, weight increased and pain in extremity had not resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, burning sensation, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, formication, general physical health deterioration, hypoaesthesia, libido decreased, menorrhagia, menstruation delayed, metal poisoning, migraine, muscle spasms, neuropathy peripheral, nocturia, ovarian cyst, pain, pain in extremity, paraesthesia, pelvic pain and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patient¿s social media record: burning sensation, menstruation delayed, fatigue, ovarian cyst, weight gain, depression, libido decreased, abdominal distension, pain in extremity, and arthralgia". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: information received via social media was received. Event "burning sensation" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included hypoglycemia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), metal poisoning ("heavy metal toxicity"), fibromyalgia ("fibromyalgia"), menorrhagia ("heavy painful periods"), dysmenorrhoea ("painful periods") and dyspareunia ("pain during intercourse"). The patient was treated with surgery (device removal). Essure was removed. At the time of the report, the pelvic pain, metal poisoning, menorrhagia, dysmenorrhoea and dyspareunia outcome was unknown and the fibromyalgia had not resolved. The reporter considered dysmenorrhoea, dyspareunia, fibromyalgia, menorrhagia, metal poisoning and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. On (B)(6) 2020: reporter added from social media. In non-drug treatment notes section device removal was added. Action taken with drug withdrawn for the event pain was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.